Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient thought their programmer was malfunctioning. The patient was trying to adjust stimulation, but was unable to turn it up again. The patient¿s ins was reportedly off. The patient was able to turn the device on again, but felt a big charge in their body when it was turned on. It was stated that it was bearable, but it was pretty strong. Thepatient later stated that it was okay. The ins was at 75% charge at the time of this report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.